Event description:
It was reported that following a holep procedure a patient sustained hypotension following air emboli of the bladder and subsequent air embolism of the heart as the surgeon began using a lumenis versacut morcellator. The report stated that the suction tube of the morcellator was noted to have been connected backward in the morcellator pump after the event occurred. It was further reported that the patient was transferred to the ICU for observation and was stable on the same day. The patient was reportedly subsequently discharged from the hospital.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer specifications. Subject device malfunction is not the suspected root cause of the event reported. An examination of subject device labeling confirmed that device IFU and device labeling clearly describe the proper preparation of the device and indicate the proper orientation of the suction tubing prior to use of the device. Lumenis technical and safety experts investigated the event report. During a discussion with the surgeon, the surgeon confirmed that air was observed in intra-operative images. A review of adverse event records confirms that reported event recurrence is rare. A review of a similar report by a lumenis physician concluded that, "there could be a risk of an air embolus if the air was pushed into a prosthetic sinus and was able to enter the venous system, thus the circulatory system, which could cause an acute drop in blood pressure." Based on the information provided in the initial report and this investigation, the root cause of the reported event is determined to be operator error: failure on the part of the device operator to follow instructions described in the subject device IFU and device labeling to properly connect the suction tube prior to use.